Event description:
It was reported that during a pta treatment procedure via the contralateral approach on a long calcified superficial left femoral artery lesion, the physician encountered removal difficulties. The balloon had been inflated twice, then the physician tried to withdraw the balloon catheter. It was then noted under image intensification that the distal end of the balloon could not be seen entering the distal end of the sheath. The physician continued to try and remove the balloon catheter and stretched the catheter until the entire balloon detached from the shaft. The balloon remained in the patient until it was surgically removed two days later. Patient status is reported as 'good'.